Event description:
It was reported that during a da vinci si hysterectomy procedure, a piece of the cable on the pk dissecting forceps instrument snapped off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, the initial reporter of this incident contacted isi and provided additional information regarding the reported event. The initial reporter indicated that she was not present in the surgery unit when the alleged issue occurred, she does not recall the specific date of the surgical procedure and that she thinks that the procedure was performed approximately two days prior to reporting the incident to isi. The initial reporter indicated that at the beginning of a da vinci si ob/gyn procedure, while the surgeon was using the pk dissecting forceps instrument, a fragment from the instrument broke off and fell into the patient. The fragment was retrieved laparoscopically from the patient with a grasper instrument and that the hospital did not perform an x-ray to confirm removal of the fragment. The initial reporter indicated that the surgeon was able to complete the planned surgical procedure and the patient's condition was fine during and after the surgery. No further clinical information was provided by the site.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found a broken pitch cable broke off at the distal end of the instrument. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables of the instrument's wrist did not exhibit any damage. Engineering evaluation also found damage on the instrument's main tube. The distal end of the instrument's main tube had a scratch mark exhibiting light material removal and a rough surface finish. Engineering concluded that the damage may be due to mishandling. No further damages were found on the device. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.